Event description:
The customer reported that the autopulse platform (B)(6) displayed user advisory (ua) 12 (lifeband not present). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform sn# (B)(6) displayed user advisory (ua) 12 (lifeband not present) was confirmed during the archive data review but not during the functional testing. During the investigation, the belt clip retention test verified that the reset switch was within the specification. During visual inspection, no physical damage was noted. The archive data review indicated a single occurrence of ua12 messages around the reported event date. Unrelated to the reported complaint, further archive review indicated multiple ua07 (discrepancy between load 1 and load 2 too large) messages around the reported event date. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on, unrelated to the reported complaint. A load cell characterization test indicated a failed load cell, likely attributed to the age of the platform, failed component(s), or mishandling, such as a drop. The autopulse platform was manufactured in 2015 and is over seven years old, past the expected serviceable life of 5 years. The load cell was replaced to address the ua07 message. The brake gap inspection verified the brake gap was within the specification. The reported complaint of ua12 was not reproduced throughout the testing at zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that autopulse has detected that the lifeband is not correctly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. Following service, the brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
**UDI related data quality updates only.**